Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in hospital for non-cardiac reason, intermittent ventricular undersensing with over-pacing on t-waves and decrease in sensing was observed during device check. Device was reprogrammed. No cardiac related symptoms were reported by the patient.